Manufacturer narrative:
Concomitant medical products: product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was feeling warmth at the pocket. When their implant is turned on they feel a burning sensation at the pocket site. The burning sensation at the pocket site has been occurring for a approximately one year and the patient thought it was their rsd however they recently realized it only occurred when the device was on. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent. Information omitted pertaining to event (B)(4) ¿ discharged/no stimulation.